Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted the rv coil impedance measured 101 ohms (B)(6) 2015 and (B)(6) 2015, up from a trend of 60-80 ohms. (B)(4).

Event description:
It was reported that the lead alarm triggered due to high right ventricular (rv) lead coil impedance. It was noted the rv lead had been initially set with higher impedance and no changes would be made. A few days later, the alarm went off again and a device check was done with no anomalies found. The alarm parameters were changed and the patient will be monitored. No patient complications have been reported as a result of this event.